Event description:
The device was implanted with good outputs of 4-5 liters. The patient was taken back to i.c.u. Doing quite well; however, in the post operative period, the patient continued to have large amounts of chest tube output and approximately 4-6 hours after initial surgery was taken back for exploration. Exploration revealed the operative sites to be fairly hemostatic, but the patient did have oozing from the outflow valve connection to the threaded end. Attempts to repair this initially by tightening of the connection failed and actually possibly worsened the leakage according to the physician. Other attempts with bonewax, surgicel, thrombosilk gel-foam and even hose clamp to this connection. A final attempt to repair this problem was carried out and completed as follows: the physican completed the repair by utilizing a #34 hemoshield graft which was split. This graft was then wrapped around the outflow valve and threaded graft section and secured with #5 silk sutures at multiple sites at both the valve end as well as the graft end on the metal connections. The seam in the hemoshield graft was then sewn closed and reinforced with a pledgehed 4.0 prolene suture. The lead ceased and no further difficulties occurred.